Event description:
It was reported that during deployment of an embolization coil within an aneurysm, the coil did not detach. Upon retraction, the coil detached from the delivery pusher and moved to the mca. Multiple passes were made with a merci device and snare to remove the coil. The coil was retrieved successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The implant coil is stretched. The distal end of the delivery pusher has been detached by a detachment controller as thermal evidence is visible. The root cause of this complaint cannot be determined as the delivery pusher is normal in specification. We cannot determine why the coil appeared to have not detached. The detachment controller was not returned for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.